Manufacturer narrative:
B3: date of event is estimated. D4: a partial UDI was provided as the lot number is not known. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to failure to achieve hemostasis, include, but not limited to, user technique (poor or partial tissue capture, air knot). The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This case study recorded the results of a percutaneous endovascular aneurysm repair procedure. The intention of this study was to show that a patch can be used to achieve hemostasis following the use of a vessel closure device. The article references that two perclose proglide devices were used via the pre-close technique for bilateral closure of the right and left common femoral arteries. At the end of the procedure, residual bleeding was noted at the right common femoral access site. A patch was used to achieve hemostasis. Specific patient information has been documented. Details are listed in the article, "rapid hemostasis of the residual inguinal access sites during endovascular procedures: a case report."